Event description:
The customer reported a leak at the probe of the coulter lh 780 hematology analyzer. The instrument was generating 'manual probe did not retract' errors when the leak was noticed. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) and shaft were contaminated with protein build up. The fse cleaned the bsv and shaft, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(4).